Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted one track was disengaged in the cartridge. Since the clinical instrument was not received a pmv representative instrument was used for functional testing. Functionally; the clip track was reset in the cartridge and remained in position. The cartridge was loaded into the pmv instrument and was applied to the test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of disengaged clip track condition may occur during improper handling of the cartridge during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic cholecystectomy procedure, at the clipping of the cystic artery, the nurse attempted to load the device. Two events that the clip was found to be misaligned occurred consecutively. Another product was opened to complete the case. There was no patient involvement.